Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube is deformed, light guide lens of the insertion section is broken, light is dim or non-existent, video cable is broken, error b31, no image is displayed. A definitive root cause could not be identified. Based on the results of the investigation, no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It had been reported that the rigid video laparoscope had failed the leak test. There had been no reports of patient harm.